Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18330. The pt reported he was unable to communicate with or charge his ipg. The sjm rep met with the pt and confirmed the issue. The pt stated that he was never satisfied with the stimulation his scs system provided. The pt is considering undergoing surgical intervention at a later date to address the issues.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.